Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from patient samples processed on a vitros 5600 integrated system. The most likely assignable cause of the lower than expected vitros tsh results observed by the customer is the presence of an interferent in the patient samples. It was confirmed that patient 3 was taking a biotin supplement. While it cannot be confirmed that patient 4 was also taking biotin, the presence of an interferent that impacts the vitros tsh method is suspected when comparing the tsh results obtained by two non-vitros tsh methods with the vitros tsh result. Per the vitros tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5 ug/dl. However, current medical literature states that biotin can potentially interfere with some immunoassays. Based on acceptable historical qc review and within-run precision test results, the investigation found no evidence to suggest that a vitros reagent or instrument malfunction contributed to the event.

Event description:
The customer obtained lower than expected vitros tsh results on patient samples on a vitros 5600 integrated system. Patient 3 vitros tsh result 0.09* miu/l versus the expected vitros tsh result 2.1 miu/l patient 4 vitros tsh result 0.05* miu/l versus the expected non-vitros (cobas) tsh result 0.8 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The erroneous patient sample results were reported from the laboratory and were later questioned by the physician. However, there are no allegations of patient harm as a result of the events described. (B)(4).